Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported the tracheostomy tube was in use with a patient for an undisclosed amount of time when the cuff pressure was found decreasing. The user facility indicated that the cuff patency was tested prior to intubation, and no leaks were detected at that time. No incident related medical sequela was reported.

Manufacturer narrative:
Two used samples were returned for evaluation. For both samples, the device cuffs were found to have v-shaped holes that would allow for leakage. Because each device is 100% leak tested prior to packaging, it was not determined likely that the cuff holes were present during production. In order to ensure the leak test and packaging operations did not induce the type of damage seen, the manufacturing facility conducted a review of the leak test and packaging operations. This review showed no deviations from process or any sharp edges on the production line to suggest the holes found would have occurred during production. Therefore it can be concluded that the devices were somehow damaged during use.

Event description:
User facility reported the tracheostomy tube was in use with a patient for an undisclosed amount of time when the cuff pressure was found decreasing. The user facility indicated that the cuff patency was tested prior to intubation, and no leaks were detected at that time. No incident related medical sequela was reported.